Manufacturer narrative:
It was reported that right hip revision surgery was performed. As of today, the implanted devices, which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the bhr cup was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. Similar complaints have been identified for the cup. This will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product's instructions for use found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. The available medical documents were reviewed. It should be noted the patient did not experience dislocations prior to revision of the femoral component to a non-smith and nephew device. The retroverted acetabular cup as well as the patients¿ history of stroke with neurological dysfunction cannot be ruled out as contributing factors to the recurring dislocations and subsequent revision. The reported events were not associated with a mal-performance of the implant. The patient impact beyond the revision and expected transient post-op convalescence period cannot be determined. Based on the available information a probable root cause of the patient¿s dislocations was the off-label use of a non-smith & nephew femoral head with a smith and nephew acetabular cup. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that a revision surgery was performed on the patients right hip due to unknown reasons. The patient outcome is unknown.